Manufacturer narrative:
The pusher assembly was returned for evaluation and it was found broken with the release wire pulled back likely causing the coil to detach (which is an alternate detachment method stated in the IFU). (B)(4).

Event description:
Treatment of an aneurysm. During the procedure, it was reported that the axium implant coil prematurely detached inside the microcatheter; therefore, it was pushed into the aneurysm with the guidewire and the procedure was completed without any further issues. No injury was reported with the patient as a result of the procedure.